Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of ec 1720 was confirmed in the event log, along with duplicating event. This was isolated to back up capacitor failure. The testing was done by cycling ten times with five minutes off. Device arrived with scratches on screen and lcd. Action was taken to replace the capacitor. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 during testing. There were no reported adverse events.